Manufacturer narrative:
We evaluated the returned instrument and found one side of the jaws was broken off and the jaw has little rust on it.

Event description:
Allegedly, during a laporoscopic procedure, one of the jaws broke off inside the patient. The broken jaw was immediately removed and the hospital reported there was no injury to the patient.